Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 47 mg/dl, and the meter bg reading was 538 mg/dl. Reportedly, the customer consumed carbs based on the cgm reading which then elevated bg. The customer declined to provide further information regarding high bg. A replacement sensor was sent to the customer.